Manufacturer narrative:
The return of the product was requested. If the product is returned, analysis will be performed and this event would be updated upon analysis completion.

Event description:
Boston scientific received information that right ventricular (rv) lead exhibited elevated threshold. This lead was initially repositioned but the physician decided to replace this lead. This lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly analyzed. The allegation against the right ventricular (rv) lead was unconfirmed. This lead met specifications and passed testing.